Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned, and investigation completed by product analysis on 17-apr-2019 with the following findings: review of the pump alarm history revealed call service 078-0008 alarms recorded. On investigation, the pump emitted a call service 078-0008 alarm during the rewind step. Investigation duplicated the complaint. The alarm occurred due to moisture damage inside the pump on the printed circuit board.